Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2014, the patient presented with a recent non-st elevated myocardial infarction (nstemi). Two 3.0x28mm absorb bioresorbable vascular scaffolds (bvs) were successfully implanted in the mid left anterior descending (lad) coronary artery lesion. A 3.5x23mm bvs was successfully implanted in the proximal lad. On (B)(6) 2017, the patient was admitted to the hospital with chest pain and an anterior st elevated myocardial infarction (stemi) was diagnosed. As treatment, one drug eluting stent was implanted in the lad and ticagrelor was restarted. The event resolved. Per physician, scaffold thrombosis was possible. No additional information was provided regarding this issue.

Event description:
Subsequent to the previously filled medwatch report, additional information was obtained: during the (B)(6) 2017 hospitalization, a percutaneous coronary intervention was performed. Thrombus aspiration was performed and a 3.5x28mm unspecified drug eluting stent was placed in the proximal left anterior descending coronary artery. The procedure was deemed successful. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). Corrections: catalog#, lot# and serial#. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Date updated to 02/20/2017.